Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The electrode array migrated from the cochlea. The user was re-implanted on (B)(6) 2022.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to a partial migration of the active electrode out of cochlea. Reportedly before electrode migration the recipient underwent a revision surgery due to a migration of the implant housing from its intended position. This is a final report.

Event description:
The electrode array migrated from the cochlea. 3-5electrodes have been found extracochlear at explantation. The user was re-implanted on (B)(6) 2022.